Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross the lesion with a taxus express2 3.0 x 20 mm stent, however, could not cross the lesion. While pulling the taxus stent back into the guide catheter the physician experienced some resistance. After the removal of the taxus stent it was noticed that the end of the stent had flared up. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good".